Manufacturer narrative:
The gemini brush double-ended channel brush subject of the reported event was returned to steris endoscopy for evaluation. Evaluation results determined that multiple bends and kinks were in the tube and brush. The bend and kinks are indicative of force being used and the scope being occulted during cleaning. Steris has offered in-service training on the proper use of the gemini double-ended channel brush however, the user facility declined. No additional issues have been reported.

Event description:
The distributor reported that during a patient procedure, a gemini double-ended channel brush fell out of an endoscope into a patient's stomach. The brush was immediately removed from the patient. The procedure was completed successfully. No report of injury. The patient was prescribed vonoprazan fumarate and sodium alginate as a precaution.

Manufacturer narrative:
Through follow-up it was disclosed that the user was cleaning an endoscope and lost the brush during cleaning activities. The endoscope was then used in a patient procedure resulting in the reported event. Steris has requested the brush subject of the reported event be returned for evaluation. There have been no other complaints associated with this lot. The lot history record was reviewed, and no abnormalities were noted. The gemini brush double-ended channel brush instructions for use states, "original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel. Do not use a specific cleaning brush in a specific channel if use is not recommended by the endoscope's original equipment manufacturer. Steris has offered in-service training on the proper use of the gemini double-ended channel brush, however; we are awaiting a response. A follow-up report will be submitted when additional information becomes available.